Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism on the bd venflon¿ pro safety peripheral safety IV catheter failed to activate and cover the dirty needle tip, resulting in a needle stick injury to the employee. No further information was provided. The following information was provided by the initial reporter, translated from german: "last week, unfortunately, a needle stick injury occurred to one of our employees. The safety mechanism of the indwelling needle failed and did not automatically slide over the tip. This left the bloody needle tip exposed and unfortunately resulted in a needlestick injury."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1231152. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a photograph was provided to aid in our investigation. Our engineers noted that the returned photograph displayed an exposed needle, without a properly activated safety mechanism. The issue has been confirmed. Unfortunately, a physical sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that the safety mechanism on the bd venflon¿ pro safety peripheral safety IV catheter failed to activate and cover the dirty needle tip, resulting in a needle stick injury to the employee. No further information was provided. The following information was provided by the initial reporter, translated from german: "last week, unfortunately, a needle stick injury occurred to one of our employees. The safety mechanism of the indwelling needle failed and did not automatically slide over the tip. This left the bloody needle tip exposed and unfortunately resulted in a needlestick injury."